Event description:
High blood glucose levels (400-500's mg/dl) for a 12-hour period. Pt feels that basal rate was not working during this time due to crack in device. Note: device has been dropped and bottom of the device is cracked (device was cracked before the high blood glucose concerns occurred). Pt initially switched to insulin injections, but pt is now using back-up device. No treatment was received as a result of this incident.